Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that settings not available was displaying on the controller when the pt was trying to increase the stimulation. Caller stated that they reset the controller, however that didn't resolve the issue. Caller stated that before the controller was reset the issue was intermittent, however after the controller was reset the issue was all the time. Caller stated that the stimulation was on group a, so caller switched to group b and confirmed that they were able to increase the stimulation without getting the settings not available message. Caller then switched back to group a, however when increasing the stimulation the settings not available message appeared. Caller stated that the mdt rep told them to call ps to have the controller replaced; pss reviewed with the caller that replacing the controller would not resolve the issue. Pss redirected the caller to hcp/mdt rep to further address the issue. Caller stated that the pt met with rep in person at hcp's office on july 15th and that's when the rep was made aware of the issue; caller noted that the rep was present at the ins implanting procedure. : additional information was received from a manufacturer representative (rep). It was reported that the cause of the settings not available message was not determined. The rep had the patient switch to group c to see if they could get relief without needing to go in for an appointment. It was not confirmed if the issue resolved yet with using group c. Additional information was received from a manufacturer representative (rep). It was reported that the patient was getting warning that amplitudes could not be adjusted on dtm program a. The patient called patient services and they advised him to work with a rep. The rep reported that today they did an impedance check and electrode 5 was red, indicating it was out of range. Electrode 5 was being usedin dtm a1 program. The rep reprogrammed around it and will see if the patient is still able to get pain relief. No falls or other injury occurred to possibly damage the lead. The rep stated that program c did not help. The issue was reported to be resolved. Additional information from the rep indicated that reprogramming around electrode 5 provided the patient with adequate pain relief.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.